Manufacturer narrative:
The affected complaint devices were not returned for evaluation. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A clinical evaluation noted that based on the provided medical documentation, the root cause for the patient¿s revision is due to a loose tibial poly component of inadequate thickness and constraint. Aside from the patient¿s numerous falls, there does not appear to be a clinical cause for the patient¿s continued rt. Knee pain. Therefore, no further clinical assessment can be rendered at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that an aspiration of fluid was required due to "sweeling".